Manufacturer narrative:
(B)(4). Visual examination of the returned device revealed the fracture was located 40mm from the probe¿s distal tip. Device was then sent for fracture analysis. The fracture analysis report suggests the probe underwent a static overload failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The thoracic probe at the hospital has snapped. The item is being returned and (B)(6) (theatre manager) would like a response. We will return the item for investigation. Please send a replacement as a matter of urgency. No delay to surgery - as per form.